Event description:
Pt's mother states: pt wore first four contacts without concern or difficulties. The fifth gave her a fungal eye infection which was diagnosed by an ophthalmologist. Pt was placed on antibiotic ointment every 3 hours for four days, and rechecked on the fourth day. The doctor found the infection responding to the medication and then changed the regiment to 3 times a day to be checked in another week. Pt was given permission to wear a new set of contacts. Pt opened the sixth contact in the box and within a day, the infection had resurfaced. The pt was given two new contacts (same brand) and has worn without difficulties.

Manufacturer narrative:
Method: investigations in to this incident have not been able to identify a specific root cause. A review of related customer complaint records has revealed no history of similar reportable adverse events. Review of the mfg records associated with the lens of this lot number has not identified any quality issues that might relate to the adverse event experienced by the pt. Coopervision considers this to be an isolated incident, which may or may not have been related directly to the lens worn by the pt at the time of the incident, or which may have been related to the pt's handling of the lens or some other unidentified environmental factor. Results: no trend was identified. Conclusions: no conclusions can be drawn. No add'l documentation has been received despite two requests. This is being reported as an infection of the eye. A direct causal relationship between the product and the injury has not been identified. To date no other info has been provided. Should add'l info be provided that would change the conclusion of this investigation, an updated report will be filed within 30 days of receipt of the add'l info.